Event description:
This lv lead was implanted on (B)(6) 2013. A call to technical services placed on 10/4/2013 stated that attempts at straightening the ra lead caused the lv lead to be pulled out. So the physician decided to go with new ra lead and lv lead. The physician was dr. (B)(6) in (B)(6) . No known hospital. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).